Event description:
It was reported that an ilet pump¿s touchscreen became difficult to read and the user could not access the screen, consistent with a display visibility problem involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed an ambient light¿related display issue and a failure traced to a device component, with the problem characterized as display difficult to read and localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was a component failure affecting the touchscreen display.